Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump has not been delivering the correct amount of basal insulin. Caller alleges pump has been delivering more basal insulin than it should. No adverse event reported. Requested return of the alleged device for evaluation.